Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, a 10fr, 's-curve urethral dilator set' was split at the proximal tip. During an urethral dilation procedure, the user noted resistance while attempting to insert the device over the wire. The user then inserted a scope and noted that the urethra had been perforated which caused bleeding. The user removed the scope and attempted to insert the dilator; when the device was removed and inspected, a split in the proximal tip of the device was found. It was reported that since the user had successfully passed the perforated area, they continued with the procedure with the remaining dilators. Prior to the procedure the coating of the dilator was activated by soaking in warm saline and saline was irrigated through the channels. A terumo guide wire, approximately 0.035, was used and saline was used to lubricate the wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. A visual exam was also completed on the returned device. One s-curve urethral dilator set was returned in an opened package. The proximal tip of the 16fr dilator split for approximately 2mm. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU), provides the following information: instructions for use note: prior to use, immerse the aq dilator in sterile water or isotonic saline to allow the hydrophilic surface to absorb liquid and become lubricious. This will ease placement under standard conditions. 1. Under direct vision or fluoroscopic control, position a 0.038" wire guide through the urethra and into the bladder. 2. Introduce the smallest appropriately sized dilator, using one of the two methods below: a. Hold the penis in an upward position. (Fig 1) b. Orient the dilator so the french size stamp on the proximal end faces upward, and introduce the dilator over the previously placed wire guide. Or a. Hold the penis in a downward position. (Hg 2) b. Orient the dilator so the french size stamp on the proximal end faces downward, and introduce the dilator over the previously placed wire guide. C advance the dilator to the level of the bulbar urethra. D. With the dilator positioned at the level of the bulbar urethra, rotate the dilator 180 degrees so the dilator is now oriented with the french size stamp facing upward. 3. Continue to advance the dilator into the bladder. Urine drainage will confirm proper placement 4. While maintaining the wire guide position, remove the dilator currently in place and replace it with the next appropriately sized dilator. Repeat steps 2-3 as needed, progressing from smallest to largest appropriately sized dilator until desired urethral dilation is achieved. The split likely caused the injury to the patient. The reported information stated the urology cn did advise that operator error was being considered by the site as the penis had not been pulled completely taut and the wire positioning may not have been correct. The IFU supplied with the device lists two possible positions for the penis. It is possible the use technique caused the tip of the dilator to be split during use. It is also possible the tip was split before use. There is not enough information available to make a determination of the which of the two possible causes was most likely. The cause for the issue could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a 10fr, 's-curve urethral dilator set' was split at the proximal tip. During an urethral dilation procedure, the user noted resistance while attempting to insert the device over the wire. The user then inserted a scope and noted that the urethra had been perforated which caused bleeding. The user removed the scope and attempted to insert the dilator; when the device was removed and inspected, a split in the proximal tip of the device was found. It was reported that since the user had successfully passed the perforated area, they continued with the procedure with the remaining dilators. Prior to the procedure the coating of the dilator was activated by soaking in warm saline and saline was irrigated through the channels. A terumo guide wire, approximately 0.035, was used and saline was used to lubricate the wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6). E3: customer occupation = administration officer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.